Manufacturer narrative:
Product complaint number: (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Retained sample analysis: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [silk length] per current version of (B)(4) and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. Additional information was requested, and the following was obtained: what is the procedure date? (B)(6) 2021. When did the issue occurred? Pre-op or intra-op? Intra-op. Could you please confirm if these two issues (suture frayed and broken suture) occurred to the same suture? Or it was in two different sutures? Same suture. Is there any picture available for visual analysis? Not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture frayed and broke. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.